Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the central nurse's station (cns) failed to provide audible alarms. No known impact or consequence to the patient.

Event description:
The customer reported that the central nurse's station (cns) failed to provide audible alarms. No known impact or consequence to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) center reported the cns (mu-971ra sn: (B)(6) did not alarm. The unit would give a visual alarm but no sound came out of the unit. The cns emits the qrs beep sound, but does not emit alarm sounds. Service requested: troubleshooting/assistance. Service performed: settings were verified to be correct. The monitor the hospital uses was provided by nk. Customer was advised to verify the audio cable was seated correctly and if so to try a different monitor. Customer to call back if he had any issues. Follow up attempt to contact customer was unsuccessful. Investigation result: the cns warranty began 2008, which is over 10 years at the time of reported issue. This is well beyond the device warranty period of 2 years. Customer did not respond to follow up requests. A review of device history found notification#: 300132483 reported two days prior on (B)(6) 2018 in which (B)(6) reported no audio alarms on the unit. This is likely the same issue as the current reported issue. The issue was resolved with the assistance of nk clinical support on 07/27/2018. The root cause was determined to be user error as the sound cable was not completely seeded into the slot, as per notification#: 300132483. Upon correction, sound was restored and there were no further reported issues. Failure of the alarm sound does not affect ability of the cns to monitor patients, communicate with one another, display information, or visually alert staff via alarm indicator light. The cns was in use with patient and there was no reported patient harm. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.